Manufacturer narrative:
UDI #: (B)(4). Perforation of the ventricle occurs when a component of a medical device or surgical instrument disrupts or penetrates through the wall of the ventricular myocardial muscle. It is typically not related to a malfunction of the device, but it typically related to implant technique, patient anatomy or a combination of both. Although the root cause cannot be confirmed, it appears that patient and/or procedural related factors caused or contributed to this event. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this bioprosthetic aortic valve was explanted at implant due injury to the interventricular septum. Per the operative report, the patient had extremely hypertrophied left ventricle with good systolic function and severe calcific aortic stenosis involving all three (3) leaflets of the aortic valve. The calcium extended down into the interventricular septum underneath the right coronary annulus to a severe degree requiring extensive debridement of calcium in that area. This ultimately caused the valve sutures underneath the right coronary annulus to tear through the septum causing a large intracardiac hematoma and ultimately required re-exploration of the left ventricular outflow tract and patch reconstruction of the intraventricular septum and left ventricular outflow tract to prevent further intracardiac hematoma formation. The patient had a very thin, friable 4.5 cm ascending aorta that required replacement of its proximal half with a 34 hemashield graft. The saphenous vein was good quality and the posterior descending artery branch of the right coronary artery was good quality target. The explanted device was replaced with another model 2700tfxmu 21mm. At the completion of the procedure, tee showed a normally functioning aortic valve prosthesis with no paravalvular leak, no aortic insufficiency and good ventricular systolic function. The patient was returned to the ICU in stable but critical condition, having tolerated the procedure well.